Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericarditis due to perforation of the right atrium with the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.